Event description:
It was reported following a cholecystectomy procedure, opening of cystic duct occurred. The doctor cannot verify it was the instrument that caused post-op leaks. There was no pt consequence.